Event description:
Olympus medical systems corp (omsc) was informed that during an esophageal tumor resection with the subject device (oev261h) and other devices set on a working station, when a saline pack was pressurized and hang on the working station's hanger for cables, a hole was made on the pack and saline was poured on the subject device and other devices. It caused the disappearance of image on the monitor of the subject device. The set of the working station including the subject device was replaced to another set of working station, and the procedure was continued and completed. There was no pt or medical staff injury reported.

Manufacturer narrative:
After the procedure, the subject device was inspected by the medical engineer of the facility. The image of the subject device appeared at that time, but it was planned to return to olympus for inspection and repair. There was no irregularity of the subject device with the device history record. Because of the hole in the saline pack which was made by the improper handling of the facility, the electrical circuit inside the subject device became wet with the saline, became short state, and eventually the subject device became not functioning properly. See scanned page. This report is being submitted as a medical device report in an abundance of caution.